Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) three days post-implant. A revision procedure was performed, but the helix could not be retracted. Therefore, this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Resistance and pressure tests were then completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to reproduce the reported loss of capture that was observed clinically, as the passed electrical testing.